Event description:
We were informed on (B)(6) 2024 about an event regarding a patient with medtronic deep brain stimulation (dbs) system. The patient underwent a medtronic implantable pulse generator (ipg) replacement with a (B)(6) device due to difficulty charging. The physician's name is dr. (B)(6), ky. Please note this is not a device manufactured by (B)(6), and no further details were provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).